Event description:
It was reported that oversensing due to noise and myopotentials was observed on the right atrial (ra) lead. Lead damage was suspected but was not confirmed visually. Lead revision was anticipated to resolve the event.the patient was stable and will continue to be monitored. There were no adverse consequences.